Manufacturer narrative:
(B)(6).

Event description:
It was reported that during use of this peripheral intravenous catheter, it was very difficult to reach cannulation due to catheter advancement issue. Resistance was noted on initial attempt; however, needle insertion was good. The reported information indicated that multiple pricks were required for successful cannulation. No further adverse patient effects were reported.